Event description:
On 3/27/2023, it was reported by a sales representative via sems that (3) ar-2324bcsp swivelock eyelet broke during insertion. The swivelock was implanted using a malleted and without creating a pilot hole. Upon repeated mallet, the eyelet broke into two to three pieces. All broken fragments were retrieved and the case was completed using the new ar-2324bcsp swivelock. This was discovered during a procedure on (B)(6) 2023. Additional information received on (B)(6) 2023. This was discovered during an rcr procedure, and all the broken fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion and/or excessive impaction during anchor insertion.